Event description:
It was reported that during a ptca/stent procedure, a guiding catheter and another co's guide wire were crossed at the mid rca. Part of the lesion was calcified, so the voyager balloon catheter was delivered to pre-dilate. Then, the vision stent was implanted at 15 atm, but a dissection occurred at the distal part of the stent. Another vision stnt was implanted for bail-out and the procedure was completed.